Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 09/18/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the pump¿s black box revealed related alarms. The battery compartment and battery cap threads were found to be damaged. The battery cap was unable to properly secure to the pump, however, a power-loss was not observed. The alarm was duplicated during investigation during the rewind step of the prime-sequence. The pump¿s idle- and sleep electric power draws were observed to be within specification; the rewind and load power draw was unable to be obtained due to the duplicated alarm. There was evidence of moisture on the pump internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The audible alert tone was non-functional; damage to the audio speaker circuit at a solder joint was observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.